Event description:
It was reported by company rep: "female resident's legs buckled during transfer, requiring manual lowering. It was reported that she sustained fractures." Additional information given by (B)(4) service tech: "customer has chosen to give no information and no pictures concerning this event." Additionally: "function test was normal. Unit in very good condition. Lightly used. No prior service calls." The female pt injuries were described as legs fracture. Ref MFR report: 3007420694-2013-00024.